Manufacturer narrative:
The device was received and evaluation was completed. The event history log and found no evidence for customer allegation system error 321 link switch error. However, system error 322 messages were evident in the log, which is a related failure, which is what the customer likely intended to report. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 322 was verified. The cause was determined to be the lower auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 321 (link switch error (up)) alarm. There was no patient involvement associated with this event. No additional information is available.